Manufacturer narrative:
(B)(4). This complaint for damaged was confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The results of a sample evaluation revealed that the overpouch was open and unsealed at the seam. The cause was determined to be related to manufacturing issue. The sample was destroyed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter (B)(4) that the inner pouch was opened prior to use. There was no patient injury or medical intervention. There was no patient involvement.